Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator could not be interrogated. The device was suspected to be at elective replacement indicator. The device was later explanted.